Event description:
The home pt (hp) reported pain during the dwell phase while using the homechoice cycler for apd therapy. The hp transferred from hemodialysis to apd therapy in 8/2004. In 2 days, the hp reported feeling abdominal pain during dwells 1 and 2; they manually drained out their fill volume plus ultrafiltration after each dwell and apd therapy was discontinued for the night. Follow up with the hp's healthcare professional (hcp) revealed the hp continued to experience pain during subsequent apd therapies and their fill volume was reduced from 3000ml to 2000ml as a result. The hp's pain continued and they were prescribed lortab. According to the hcp, the hp's pain did not lessen and lortab was also discontinued. The hcp states that the hp did not want to perform apd therapy and wanted to switch capd therapy. The hp switched from apd therapy to capd therapy 11 days later and there were no sequaelae as a result of this issue.